Event description:
A diamondback 360 precision coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip were used for treatment of heavily calcified lesion in ramus artery via radial access. A non-csi/non-abbott guide wire was initially used and was exchanged with the viperwire. A 7fr guide catheter and telescope were advanced to the lesion. The vessel was pre-dilated with sapphire balloon. Angiographic images were taken which showed no issues. The oad was advanced and spun two times on low speed. The oad was removed. Contrast was then injected. Angiographic images were taken which showed perforation in ramus artery. A non-csi/non-abbott balloon and abbott graphmaster stent were used to treat the perforation. To remove heavy fluid accumulation, pericardiocentesis was performed. The patient experienced cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) failed to revive the patient. The patient expired. In the opinion of the physician, the oad caused the perforation which is the primary cause of patient expiration; the secondary cause of expiration is cardiac tamponade. The physician believes cardiac tamponade was due to artery perforation.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: 14618